Event description:
It was reported, "catheter was leaking at the meatus." Catheter was replaced.

Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -n/a g6 type of report - follow-up, 01 h2 if follow-up what type? Additional information, device evaluation h3 device evaluated by manufacturer - yes, evaluation summary attached. H6 type of investigation- 10 h5 investigation conclusion zcd00006/unconfirmed defect. H10 investigation report reads as follows: 04/11/2021 21:43:34 cst (alu) "material number: dynd11003, sample and/or photo provided? Sample (quantity provided: 1 ea) lot number? 5921910306 defect(s) from complaint: leaking catheter at insertion site investigation results: not confirmed. Investigation conclusion / root cause: "the reported issue could not be confirmed through functional testing of the received sample. Based on the condition of the product received and the description of the issue, a possible root cause could be, but is not limited to, sediment build-up of the catheter."

Manufacturer narrative:
It was reported, "catheter was leaking at the meatus." Catheter was replaced. Email received by danielle craft, hospice of north idaho with information in regards to this incident. Reporter states, the original foley catheter (silicone-elastomer coated latex foley catheter) had been in place for fourteen days prior to this incident occurring. It was reported (B)(6) 2021 the foley catheter was replaced with an 18 fr. Catheter. No further information provided. Sample is available and been requested for return however, at the time of submission of this report the sample has not been returned. Without a sample, a root cause will be difficult if not impossible to determine. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "catheter was leaking at the meatus." Catheter was replaced.